Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-nov-2025.

Manufacturer narrative:
Device evaluation: the device evaluation for the echo-19 device of lot: c2301209 was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 25 sep 2025. The following was observed in the lab: visual inspection: kink observed below sheath extender device returned with needle advanced distal end of needle examined, and no issue observed stylet examined and no issue observed. Functional inspection: sheath extender able to advance to position 3 needle handle unable to advance or retract stylet removed from device with difficulty needle removed from device and break observed below sheath extender. This issue reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number: c2301209 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number: c2301209 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0101 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined from the investigation. A possible root cause of positioning of the needle requiring excessive angulation and bending during advancement. It is known from the available information that the endoscope was in a flexed/twisted position during the procedure this may have led to a proximal needle break below the sheath extender as observed in the lab evaluation, resulting in difficulty during retraction as reported by the customer. The proximal kink observed below the sheath extender would be a cascading effect of the needle break. CAPA: (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: during the third pass, the needle could not be retracted, raising suspicion of breakage within the sheath. Subsequently, user changed to another needle to continue the procedure. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on functional and visual inspection a possible root cause of positioning of the needle requiring excessive angulation and bending during advancement. It is known from the available information that the endoscope was in a flexed/twisted position during the procedure this may have led to a proximal needle break below the sheath extender as observed in the lab evaluation, resulting in difficulty during retraction as reported by the customer. The proximal kink observed below the sheath extender would be a cascading effect of the needle break.

Event description:
Locate the target site and begin needle puncture. During the third pass, the needle could not be retracted, raising suspicion of breakage within the sheath. Subsequently, user changed to another needle to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Was puncture of the targeted site difficult? No. 2. What is the scope manufacturer and model number that was used? Olympus sector-shaped endoscopic ultrasound 3. Was the scope recently service/repaired? No. 4. Was the device used in a tortuous position? Yes 5. Was the device damaged in packaging before removal? No 6. Was the device damaged on removal from packaging? No 7. Was force required to remove the device? No 8. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? During third punture needle cannot be retracted 9. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 10. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Handle end 11. Was gaining access to the target site difficult? No. 12. Was force required on insertion of device into scope? No. 13. Was resistance felt while inserting the device through the scope? No 14. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 15. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 16. Was the stylet partially removed when advancing the needle into the target site? Yes 17. Was the syringe used during the procedure, after the stylet was removed? No. 18. Was difficulty experienced while retracting the needle? Yes 19. How many samples were obtained (passes completed) with this needle? 1 20. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.